Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges the adhesive on the infusion set cannulas are not firm and they fall off. No adverse event reported. Alleged infusion sets have been discarded; no product will be returned.